Event description:
It was reported that, during an inflatable penile prosthesis (ipp) implant procedure, the medical staff noted that one of the cylinders was not deflating properly, and the other one was not deflating at all. The physician punctured both cylinders to release the fluid and remove the components. A new set of cylinders was implanted, and there were no patient complications.

Event description:
It was reported that, during an inflatable penile prosthesis (ipp) implant procedure, the medical staff noted that one of the cylinders was not deflating properly, and the other one was not deflating at all. The physician punctured both cylinders to release the fluid and remove the components. A new set of cylinders was implanted, and there were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. The first cylinder exhibited fabric threads and a leak caused by a hole in the proximal end of its body, consistent with sharp instrument damage. Second cylinder presented six holes and two leaks in its proximal end, also consistent with sharp instrument damage. The pump was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted, no leaks were identified and the pump passed functional testing. Based on the information available and analysis results, the reported clinical observation of cylinder deflation issues could not be confirmed.